Manufacturer narrative:
Upon further review of the device data revealed change times were within normal limits. It appears at implant, a vf rhythm could not be induced and the induction testing only converted monomorphic ventricular tachycardia. Upon review of the pt's recent x-ray revealed the device had migrated from its original implant position and device suture may have come loose. The pt's physician and family will be consulted for the pt's care plan (including turning device therapy to off) since the pt has many co-morbidities including cancer and kidney failure.

Event description:
Boston scientific received info that this pt received five shocks while in the hospital (what appeared to be for palliative care). The device memory was saved and sent in for boston scientific technical svs (ts) analysis. Ts confirmed the pt did receive five shocks (one external) for ventricular fibrillation (vf) and it appears the last shock from the s-ICD did convert the rhythm, however the rhythm persisted and an external shock was provided. The pt was alert post resuscitation. During the review of the device memory, five untreated episodes were also noted with evidence of some undersensing. It was noted that prior to implant the pt did not pass the device pre-screening testing.